Event description:
It was reported that an external dialyzer blood leak occurred during a hemodialysis (hd) treatment. Three minutes into the hd treatment, the patient care technician (pct) noticed a hissing sound and saw blood leaking from the top corner of the dialyzer. The treatment was stopped, and the nurse and area technical operations manager (atom) were both notified. Upon closer inspection, a crack was seen in the header of the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. There were no machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available for to be returned for evaluation as it was reportedly discarded. The lot number for the dialyzer could not be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fourteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Five of the lots had approved temporary deviation notices (dns) and two of the lots had non-conformances (ncs). All dns and ncs were unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported that an external dialyzer blood leak occurred during a hemodialysis (hd) treatment. Three minutes into the hd treatment, the patient care technician (pct) noticed a hissing sound and saw blood leaking from the top corner of the dialyzer. The treatment was stopped, and the nurse and area technical operations manager (atom) were both notified. Upon closer inspection, a crack was seen in the header of the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. There were no machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available for to be returned for evaluation as it was reportedly discarded. The lot number for the dialyzer could not be provided.